Event description:
N/a

Manufacturer narrative:
Updated fields - b4, e1, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11 corrected field-e1 site telephone no doctor reported via esp that during use of a cs300 iabp, an unclear alarm, suspected to be an ¿air leak,¿ was observed. Due to a language barrier and the caller not being at bedside, alarm details and catheter information were not confirmed. The patient had been transferred, and catheter position was adjusted based on chest x-ray from ¿8 cm¿ to ¿4 cm,¿ though the method was unclear. The balloon tip was described as low. No blood or kinks were noted, and the patient was stable. Guidance was provided that the alarm may be related to low positioning and pumping can continue if positioning is correct and no blood is present. No patient harm was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation due to character limitation in e1 for event site name, the full event site name is (B)(6).

Event description:
User called into emergency support program line to request and report issue during use with cs300 regarding leak in iab circuit alarm. There was patient involvement and no harm reported.